Event description:
Based on additional information received on (B)(4) 2014, this case initially considered as non-serious was reassessed as serious (patient required intervention). This unsolicited device case from the united states received on (B)(4) 2014 from a physician via sales representative. Based on additional information received on (B)(4) 2014, the event of got a little bit into the fat pad (wrong injection technique) was added. This case concerns a (B)(6) year old male patient who experienced cramping in both calves, who left knee had lots of pain/pain in front and back of right knee (knee pain) and right knee swelling/swelling in both knees/little puffy for a couple of days/gotten worse (swelling of knees) after receiving treatment with synvisc one injection. Concomitant medications included gemfibrozid (lopid) and omeprazole (prilosec). The patient had no known drug allergies since (B)(6) 2011 and never used tobacco. The patient was a former smoking (till (B)(6) 2014). No past drugs or concurrent condition was reported. On (B)(6) 2014, the patient received treatment with synvisc one injection, (route, dosage regiment, batch/lot number and expiration date unknown) into both knees for an unknown indication. It was reported that once the patient left he had a little difficulty. The patient's right knee was fine but left knee had lots of pain. The injection got a little bit into the fat pad of left knee and this hurt the patient but he was able to get out. The physician stated that the knee felt a little puffy for a couple of days and then the patient started to feel that the injection was going to work. On an unknown date in (B)(6) 2014, the patient experienced pain and swelling in front and back of his right knee for which he called the physician on (B)(6) 2014. On the following day, the patient was prescribed hydrocodone bitartrate/paracetamol (lortab) as ibuprofen and ice prescribed earlier were ineffective. On an unknown date in (B)(6) 2014, the patient experienced cramping in both calves and swelling in both knees. On (B)(6) 2014, the patient had an effusion which showed no erythema. The patient was started treatment with methylprednisolone (medrol) and the swelling had gone down. It was reported that patient had not played any sports and shovelled snow. The patient had no injury however the condition just got worse. Action taken: unknown. Outcome: not recovered/ not resolved for the events of cramping in both calves, whose left knee had lots of pain/pain in front and back of right knee (knee pain) and right knee swelling/swelling in both knees (swelling of knees). A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product safety. This review had not indicated any safety issue. Genzyme biosurgery will continue to monitor adverse events to determine if a CAPA was required. Physician's assessment/plan note: according to the physician if the patient had an allergic reaction to synvisc one, it would had been much sooner. Hence the physician thought that the reactions were not related to that at this point. The physician stated that there are going to put the patient on methylprednisolone (medrol dosepack) and see if they could calm things down and evaluate the patient next week. The physician stated that it may just be that these patellofemoral joints are just shot and giving the patient this trouble. Additional information was received on (B)(4) 2014. Global ptc number and ptc investigation report was updated. Additional information was received on (B)(4) 2014 from a physician. Medical history and concomitant medication was added. The event of got a little bit into the fat pad (wrong injection technique) was added. The event term right knee swelling/swelling in both knees were updated to right knee swelling/swelling in both knees/little puffy for a couple of days/gotten worse. Laboratory test of arthrocentesis was added. Treatment medication hydrocodone bitartrate/paracetamol (vicodin) was updated to hydrocodone bitartrate/paracetamol (lortab) and new treatment medication methylprednisolone was added. Clinical course was updated. The case initially considered as non-serious was reassessed as serious (patient required intervention). Text amended accordingly.